Manufacturer narrative:
Please refer to the attached report analysis of provided data dated 05 march 2026 confirmed the reported event : on 05 march 2026, before the use of the device, the device was interrogated. Several warnings were displayed. The data analysis revealed that during the interrogation of the device by the programmer in ble, communication was interrupted. During this interruption of communication, a software issue of the programmer prevented retrieving correct data, therefore the programmer displayed erroneous information. A new device interrogation was performed on 12 march 2026 didn¿t reveal any anomaly. The cause of the event is a software programmer issue. Based on available data, no issue is suspected on the subject crtd.

Event description:
Reportedly, before device implantation, at the first interrogation of the device, a rrt warning was displayed although the voltage was 3.21v. There were also 27 warnings with aberrant informations. The device was not implanted.